Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this patient underwent a surgical intervention for a therapy upgrade. During this procedure, this right ventricular (rv) lead exhibited high thresholds. As such, the physician elected to remove and replace the lead. No adverse patient effects were reported.